Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of "lo." The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e11 (confirms exposure) and an average of 8 mg/dl high, out of spec. They were not able to confirm low results.